Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was surmised that the image flicker was due to a communication failure that occurred due to the faulty cable unit. As to the faulty cable unit, it was further surmised that it occurred because water got inside the device due to leakage from the water cap, and this deteriorated the cable. E2 e3- information has been requested but unknown at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated at repair center olympus (B)(4). Device inspection noted there are only lines coming from the camera head. "No image" flicker was found. This is due to defective cable unit. Furthermore additional findings were noted below: leakage coming from the water cap hence need to be replaced. Coupler focus ring is tight. Needs to be replaced. Two white dots in the image observed. Based on evaluation findings the failure found was identified to be due to faulty cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during device routine inspection, the image was found flickering, lines coming in the image. There is no patient involvement associated on this reported event. No user injury reported.